Event description:
It was reported that during a pci treatment procedure, inflation and deflation difficulties were experienced with the maverick2 monorail 15/2.5 mm balloon. The pt was asymptomatic during this event. The physician used a 7.2 fr terumo introducer sheath for vascular access, a 7 fr brite tip guide catheter and a balance .014 guidewire to cross the lesion. The lesion being treated was in an unspecified coronary artery. The maverick2 monorail balloon inflated slowly on the first inflation to ten atms for three seconds. The second inflation was also to ten atms for three seconds and inflation / deflation rates were normal. The third inflation was 14 atms for three seconds and deflation was slow, taking approximately 30 seconds. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.